Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented for device upgrade procedure. During the procedure, after loosening the set screws and applying traction to the grip zone, the atrial and right ventricular leads could not be removed from the chronic pacemaker header. After several attempts, the physician was able to remove the set screws from the header of atrial and ventricular ports. It was noted that there was a very slight angulation of the terminal pin of the ventricular lead, testing of the leads revealed that there was no physical or electrical damage. The leads were inserted into the header of the new device. After placement and securing the set screws the physician loosened the set screws and attempted to remove the leads from the new device and noted that the fit was somewhat tight. A small amount of silicone lubricant was applied to each lead and they were reinserted into the new device and all tests through the new device showed the leads to be functioning appropriately. The patient was stable.